Event description:
It was reported that pump displayed malfunction alarm after pump was dropped. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, performed pump reset with guidance from support, did not experience repeat of malfunction, and was advised to continue using pump and to call back if issue recurred.